Manufacturer narrative:
The product was returned olympus. The product analysis confirmed that scope did not move side to side correctly and visibility was impaired due to angulation low the complaint was confirmed, the device has low angulation. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a detached bending section. There was no patient involvement.